Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reav1276 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheterization was conducted on the patient at 11:00am on (B)(6) 2017, and leaking was found at the wing part during the maintenance at a clinic when the catheter was used for about 8 months.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr d/l powerpicc catheter. The sample contained permanent yellow discoloration of the bifurcation and catheter shaft through the 5cm depth marking. The white print, which had originally existed on the molded joint, was nearly worn away. Gross visual evaluation of the molded joint showed that two large circumferentially-aligned cracks were seen; one on either end of a single suture wing. Microscopic examination of the cracks showed that the proximal crack on the molded joint was rough, granular, topographically complex, and extended through the catheter tubing. The distal crack was also rough, granular, and topographically complex but did not extended through the catheter tubing. Tactile evaluation revealed slight tensile strength loss of the suture wing and catheter tubing which was associated with the yellow discoloration. From this evidence, it appeared that the suture wing damage had occurred during use and was potentially related to chemical degradation of the molded joint and catheter tubing. A lot history review (lhr) of reav1275 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheterization was conducted on the patient at 11:00am on (B)(6) 2017, and leaking was found at the wing part during the maintenance at a clinic when the catheter was used for about 8 months.